Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the pump was not vibrating for alerts as expected. Reportedly, the pump's volume settings were set to vibrate for alerts; however, the pump would not vibrate for alerts. Customer's blood glucose level was 85 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.